Event description:
Patient is scheduled for novasure hysteroscopy ablation, possible resection, dilatation and curettage. When the surgeon was about to do the ablation via novasure, the equipment continued to assess.